Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, during the sterilization of the bipolar maryland forceps, the blue wire of the instrument had slipped off the tracks. There was no patient involvement.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs did not show any errors with the bipolar maryland forceps. The total use time was three hundred and fifty-eight minutes with a use count of four. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. The energy cable was displaced and damage was noted. The epoxy joint between the two halves of the pulley was broken and the two halves were slightly separated. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the observed plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively, during the sterilization of the bipolar maryland forceps, the blue wire of the instrument had slipped off the tracks. There was no patient involvement.